Event description:
The customer reported various errors and collimator issues. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and a circuit board. The system operates as intended.